Event description:
A post-anesthesia care unit (pacu) nurse received a patient from the operating room (or). While nurses were getting the patient settled, one nurse noticed there was fluid on the floor. The nurse traced where the fluid was coming from and discovered the broken tubing. The primary tubing broke at the second check valve y site downstream. The tubing was clamped and new tubing was used. There was no harm to the patient.